Event description:
The patient arrived for a pre-scheduled left heart catheterization procedure. At the conclusion of the procedure, the provider attempted to use a perclose prostyle device, but the perclose deployment was unsuccessful. Upon attempted removal of the device, the footplate mechanism broke. The provider attempted to use the recommended procedure when this occurs (breaking the perclose to facilitate footplate closure), which was unsuccessful resulting in a right femoral artery tear. Vascular surgery was immediately contacted, the patient moved to the operating room for artery repair, and the patient was transferred to the (B)(6) ICU. On (B)(6) 2025, the patient transferred to the cardiac unit and was discharged home on (B)(6) 2025. The patient requested femoral insertion for the planned procedure indicated in this event report instead of a brachial approach due to shoulder pain from previous brachial line for a previous heart catheterization procedure.